Manufacturer narrative:
Internal investigation into strattice lot sp200083 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 06 june 2023, of the (B)(4)devices released to finished goods for lot sp200083, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up#1 to report on 11/may/2023, pmqa received notification from legal that the lots associated with this event were found through discovery and are (B)(6), implant date (B)(6) 2019 and (B)(6), implant date (B)(6) 2020. This is follow up#1 to report the results from the internal investigation and the conclusion. As reported in the initial: "it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2019. During hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate the device was a strattice mesh. Patient had a subsequent strattice mesh implanted during a hernia repair surgery on (B)(6) 2020. The records indicate the device was a strattice mesh. Patient underwent a revision surgery on (B)(6) 2021. This record is for the 2nd strattice mesh."

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2019. During hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate the device was a strattice mesh. Patient had a subsequent strattice mesh implanted during a hernia repair surgery on (B)(6) 2020. The records indicate the device was a strattice mesh. Patient underwent a revision surgery on (B)(6) 2021. This record is for the 2nd strattice mesh. No other information was provided. This is the same event and the same patient reported under MDR # 1000306051-2023-00025 (allergan complaint # (B)(4)).